Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon. Analysis of device image and session records indicated device operated with dddr and rate responsive features were enabled during implant period. When automatic settings are programmed, such as dddr and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi). An alert was received by the clinician. And device was explanted. There were no patient consequences.